Manufacturer narrative:
Upon further review of the file, (B)(4) does not apply as the patient reported that they had to pull it out so that "he would not get electrocuted," and not that he had already been getting electrocuted. This event is also not life-threatening as there was no indication that the patient was electrocuted or that the patient was at a substantial risk of dying at the time of the adverse event where extensive medical or surgical intervention was required to prevent death. The explant of the system is not considered extensive to the point of preserving life.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other upper quadrant sites. It was reported that during an unrelated hospitalization for gastroparesis, the patient rolled over on his equipment and accidentally turned the stimulation way up to 10 and it ¿almost killed him¿. It ¿almost fried him from the inside out¿, and they had to pull it out so that he would not get electrocuted. This was said to have occurred in ¿maybe 2008 or 2009.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.